Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed therapy pcb assembly and observed that a capacitor, designator c15 was no longer soldered to the pcb and became detached.

Event description:
It was reported that the customer's device had logged several event codes. After an evaluation of the device, it was observed that a capacitor had fallen off of the therapy pcb assembly, which physio did confirm would affect the device's ability to deliver defibrillation therapy.